Event description:
While the device was being service at the philips repair bench for a different issue, the philips bench technician observed that the battery pca pins were uneven. There was no pt involvement.

Manufacturer narrative:
(B)(4).